Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the device has a recurring "service required" message and does not allow the user to proceed and use the device. There was no report of pt involvement.